Event description:
The report from the study indicated that one year after the index procedure, the pt was found to have a 90 percent restenosis of a previously implanted precise 7 x 40 mm stent. The restenosis was treated by implantation of a cypher 3.5x33 mm stent.

Manufacturer narrative:
The pt was reported to be asymptomatic at the index procedure. The pt had a history of previous carotid endarterectomy and restenosis. The target lesion was the distal right common carotid artery. The lesion was reported to be: a restenosis of a previously implanted unk stent, a 95 percent stenosis, and 15mm length. The lesion was pre-dilated. An angioguard embolic protection device was used, and a precise 7 x 40mm stent was implanted in overlapping fashion with the previously implanted stent. There were no reported procedural complications or adverse events. The pt was discharged the day after the procedure. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.